Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.051¿ to 0.089" in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Additional observation not reported by site: the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the

Event description:
It was reported that after a da vinci-assisted lap band removal surgical procedure, the distal shaft of the 8mm monopolar curved scissors (mcs) instrument is chipping away. The procedure was completed as planned with no reported injury.